Manufacturer narrative:
(B) (4).

Event description:
It was initially reported that the pt experienced an underdose with increased pain; alarm was heard. The hcp later reported that the pump was explanted; "exceeded projected lifespan of battery". The pump contained hydromorphone. No symptoms were reported by this reporter. No injury occurred.